Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.

Event description:
It was reported that the 9900 system had the power supply fuse tripped. No pt injury was reported.